Event description:
The customer reported during a case, the tech reports that the error message "lo ma" appeared on the c-arm. Tech pressed a key and continued with case. No pt injury was reported.

Manufacturer narrative:
The service rep verified the correct resistance on hv tank ma sense circuit. He verified correct ma null adjustments on hvsr. Ma error while performing filament calibration. He replaced the hv tank, filament driver pcb, hvsr pcb and backplane. Unable to complete filament calibration. The rep replaced xray tube. The filament calibration was successful. The rep removed other parts and returned them to slc. Sys functions as intended.